Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some high and low blood glucose levels. Customer's mother believes they are mainly associated with exercise and pain medications for a formerly broken arm/elbow. Customer has been in contact with their health care professional. Customer's mother stated that the customer managed to knot his tubing on (B)(6) 2014. Customer had to disconnect and unknot, but the customer had no adverse reactions. Customer's mother declined a transfer to the help line. No additional information provided.